Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2015 on the upper flank using a coolcurve plus applicator, (B)(6) 2015 on the submental area using a coolmini applicator, (B)(6) 2016 on the upper and lower flanks using a coolcurve plus applicator and (B)(6) 2017 on the upper flank using a coolcurve plus applicator and the submental area using a coolmini applicator. The patient developed paradoxical hyperplasia (pah/ph) after treatment and diagnosed on (B)(6) 2017. Ph was described as fibrous within margins of the applicator. There was visibly enlarged tissue volume over the treated area.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2015 on the upper flank using a coolcurve plus applicator, on (B)(6) 2015 on the submental area using a coolmini applicator, on (B)(6) 2016 on the upper and lower flanks using a coolcurve plus applicator and on (B)(6) 2017 on the upper flank using a coolcurve plus applicator and the submental area using a coolmini applicator. The patient developed paradoxical hyperplasia (pah / ph) after treatment and diagnosed on (B)(6) 2017. Ph was described as fibrous within margins of the applicator. There was visibly enlarged tissue volume over the treated area.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. Continued d4 additional device info: the reporter could not find the exact upm numbers used for the applicators used. However, the possible upm numbers were reported as follows: (B)(6).